Event description:
The customer stated that he was experiencing high blood glucose levels. The customer's blood glucose reading was 357 mg/dl. The customer changed the infusion set, but felt that the insulin pump was not delivering or giving any alarms. Troubleshooting was performed and the insulin pump was programmed correctly. The customer had previously performed his own prime test and no insulin exited. The customer was unable to troubleshoot any further due to his bad eyesight. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. The insulin pump alarmed no delivery outside of specification range on the occlusion test due to a faulty force sensor. See scanned page.